Event description:
It was reported that during the procedure, the stent was very difficult to deploy. The physician applied significant force and was ultimately able to deploy the device; however, the stent subsequently migrated distally. A second stent was required, and the physician selected a competitor device for implantation. No patient injury was reported. According to the user, the stent was prepared and flushed according to instructions prior to use.

Event description:
It was reported that during the procedure, the stent was very difficult to deploy. The physician applied significant force and was ultimately able to deploy the device; however, the stent subsequently jumped distally. A second stent was required, and the physician selected a competitor device for implantation. No patient injury was reported. According to the user, the stent was prepared and flushed according to instructions prior to use.